Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:650-0660 lot number:2017040758 brand name: delta ceramic head, unknown liner, unknown cup. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to loosening of the stem approximately 13 months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: failed left total hip replacement secondary to failed ingrowth of femoral stem. Tissues surrounding the head and acetabulum noted to be quite tight revealing clear capsular fluid ¿ 4 cultures sent to pathology with no sign of infection noted. The stem was then inspected and this was in fact loose. The radiolucency around the acetabular shell was noted in the postoperative period. However, there is no indication of complications and subsequent xray reviews reflect no anatomical abnormality indicating that the radiolucency noted had healed over time as anticipated. No evidence of acetabular complications was noted in the revision report. Reported event was confirmed by review of medical records provided. The reported stem was returned and evaluated. Visual inspection at the proximal end identified scratches and scuffing. There was very minimal bone ingrowth on the stem. The dimensional analysis was performed during manufacturing and was found to be within the print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.